Manufacturer narrative:
The investigation was based on the available information. The dräger twinsstar 55 filter is designed, tested and manufactured exclusively for single use as well as for a maximum of 24 hours of use. The filter / hme twinstar must not be used in combination with active humidifiers or drug nebulizers as these lead to a stronger condensation and thus to an increase in the filter resistance. The user has to check filter housing for liquid or visible impurities (secretion) on a regular basis. If liquid or visible impurities occur, the filter has to be replaced immediately. Otherwise, there is a risk of pressure buildup and inadequate patient ventilation. The instructions for use of the filter contain 3 corresponding warnings. In this particular case, the filter was exposed to increased humidity for several hours during the operation, which may have shortened the actual use time. In addition, contrary to the warning in the instructions for use, a drug was nebulized. The unexpected increase in filter resistance due to a strong condensation is thus clearly due to a user error. The investigation has not revealed a device failure. Nevertheless, we subjected a sample of filters from the same batch to a resistance test. There were no deviations from specification. Within the last three years, only one comparable case has been reported to dräger with more than (B)(4) filters sold. Hence, this user error is an extremely isolated case. Against this background, the instructions warnings in the instructions for use are considered effective.

Event description:
It was reported that a patient who had been treated with a ventilator had been subjected to an emergency surgery on (B)(6) 2017. During the case which lasted several hours, the user continued to use the twinstar. On the morning of (B)(6) 2017, the patient's breathing situation and health condition deteriorated significantly. In this case, various alarms were displayed (vt too small = small tidal volume, co2 in the exhaled air too high). During a successful resuscitation of the patient, the breathing system had also been examined more closely and an increased condensate accumulation was found within the filter housing. After replacement of the filter, the ventilation could be re-established, so that the condition of the patient had stabilized. The users noticed a significant weight difference of the exchanged "wet" filter with the new medium. The used "wet" filter was considerably heavier. Later, the patient reportedly died from the consequences of his illness. On request it has also been reported that during the case, the filters were exposed to a higher relative humidity of the respiratory gas, which is caused by a "low flow" anesthesia in connection with the co2 absorption by the lime. In addition, salbutamol (bronchodilator) was nebulized in the intensive care unit.